Event description:
The international customer reported the ventilator alarmed and stopped operating during use. The customer reported there was no patient harm. The manufacturers service engineer was able to duplicate the reported problem. The service engineer replaced the cpu pcb board to address the reported problem.

Manufacturer narrative:
Event date: (B)(6) 2014. Conclusion / root cause: the cpu board was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).